Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing an anchor on (B)(6) 2013. During the procedure, the anchor fractured as it was being inserted into the patient's humerus. No information has been provided on how the procedure was completed.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the most likely cause of the screw breakage would be that it experienced excessive forces during implantation because of the patient bone condition. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device."

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing an anchor on (B)(6) during the procedure, the anchor fractured as it was being inserted into the patient's humerus. Competitor product was utilized to complete the procedure.